Event description:
It was reported that during preparation for a rotational atherectomy intervention procedure the dial on the rotablator console was defective. The knob could be turned in either direction without changing the speed. Additional information has been requested, and is not available.

Manufacturer narrative:
Device evaluation: the console and foot pedal were visually examined. The foot pedal could not be tested as the dynaglide connecter is missing. The console could not be tested as the turbine pressure control assembly was loose. The operator(s) kept turning the knob, causing the entire turbine control assembly to rotate. The assembly cabling wound up and eventually the assembly connector disconnected from the main control pca board and the connector was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy intervention procedure the dial on the rotablator console was defective. The knob could be turned in either direction without changing the speed. Additional information has been requested, and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).